Manufacturer narrative:
A ge representative evaluated the system and reconfigured dap. System operates as intended. (B) (4)

Event description:
The customer reported the dap display values are incorrect. No pt injury was reported.